Manufacturer narrative:
(B)(4). Investigation results: one accutrac 200 laser fiber was returned in one piece. The piece measured approximately 315.2 cm from the top of the connector to the tip. No exposed glass tip remained and the tip was degraded back to the jacketing. Fibers are consumable and meant to be degraded. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to fully illuminate it, indicating that the fiber was broken within the connector. It is likely that due to the fracture within the connector that the connector would overheat, confirming the complaint. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on february 3, 2020 that an accutrac 200 laser fiber was used in a cystoscopy procedure performed on (B)(6) 2020. Reportedly, the laser unit used was a holmium laser console. According to the complainant, during the procedure, the laser did not work properly and the fiber connector became hot and would not break up stones. Reportedly, there was no burn injury to the user. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event.